Event description:
It was reported that the main body of a peritoneal dialysis (pd) transfer set separated from the female connector. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector (dark blue) and main body (light blue) of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent to the main body. Should additional relevant information become available, a supplemental report will be submitted.